Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump depletes batteries at a rapid rate. The patient's last recorded blood glucose value was 135 mg/dl. The customer stated that she woke in the middle of the night to check her blood glucose and the battery light wouldn't turn on and the pump was showing an empty circle. The display showed that the battery was depleted during that event. She replaced the battery in the morning but the pump wouldn't start, so she put the old battery back in and the pump turned on and showed that it had a full charge. Troubleshooting was declined for the various pump issues. The insulin pump was returned for analysis and a replacement device was shipped to the customer.